Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and failed due to cracked lcd screen. A receiver charge and boot was not performed due to cracked lcd screen. A log download was not performed due to cracked lcd screen . A receiver functionality test was not performed due to cracked lcd screen. The allegation was not confirmed. The probable cause was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.